Event description:
It was reported that the customer was hospitalized for 3 days at the end of (B)(6) 2015, due to diabetic ketoacidosis. Troubleshooting was performed and pump passed delivery system check. Treatment given and date of admission and discharge to the hospital was not provided.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.